Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the device may not turn on due to a power supply failure. The device failed due to the power supply unit failure. The fixing of the connector unit was insufficient. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). Olympus (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The device did not turn on due to a power supply failure. There was a defect in fixing the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, there was a popping sound from the device, and the device didn¿t turn on. There was no report of patient injury associated with the event.